Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that there was no auxiliary power to the cdi 500. No other details regarding the nature of the event were reported. Since the event occurred after use of the device, there was no pt involvement during this event.